Event description:
Info received indicates the left caregiver control panel has no function or lights use to the left head coiled cable being severed, causing the circuit boards to short.

Manufacturer narrative:
The tech replaced the logic circuit board and the coiled cable to repair the bed.